Manufacturer narrative:
Product analysis: display misalignment and inability to calibrate were confirmed. The display was replaced. The software was reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor was misaligned with stylus position. The display was re-calibrated and an alternate stylus was used, but the issue persisted. The programmer was returned for service. There was no patient involvement.